Manufacturer narrative:
This MDR is being submitted late. CAPA (B)(4) had identified an error in the categorization of the device clearance status resulting in a no filing decision. The root cause was identified that the PMA/510(k) clearance identification process was not robust. A corrective action of adding the PMA/510(k) clearance status into accessible trackwise fields is being implemented. As an interim control, weekly reports are being run to identify any errors, prior to MDR filing timeline requirements. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps, swelling, hardness/firmness, and biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of lumps, swelling, hardness/firmness, and biofilm as follows: contra-indications "juvéderm® voluma® xc must not be used on areas showing skin problems such as inflammation and/or infections (acne, herpes, etc.)." Precautions for use: "as a matter of general principle, implantation of a medical device is associated with a risk of infection." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. Indurations or nodules at the injection site."

Event description:
Healthcare professional reported approximately 4 months after injection in the mid-face and cheek region with juvéderm® voluma® xc patient developed ¿sinus like symptoms¿ consisting of headaches, dizziness, and lethargy. The patient¿s general practitioner prescribed ¿pseudoephrine¿ for sinusitis. Later that same day, the patient went to the hospital with sinus like symptoms, low blood pressure, and ¿very hard lumps to cheek region.¿ the healthcare professionals at the hospital believed the patient¿s sinusitis symptoms were not product related. Patient underwent a cat scan showing ¿sinuses were clear¿ and when the patient¿s ear nose and throat specialist reviewed the results they noted seeing ¿swelling under the cheeks, around the filler.¿ patient was discharged from the hospital, without having been admitted, with a prescription for flucloxacillin and loratadine. Patient is ¿still feeling hard/firm cheeks¿ and their cheeks ¿swell up and down.¿ patient also continues with other sinusitis symptoms unrelated to the device. Approximately 1 week before symptom onset, the patient travelled on an airplane which may have affected their sinuses. The injecting healthcare professional diagnosed the patient with a ¿biofilm (late) affecting ha gel¿ and treated with hyalase injections into the hardened lumps and a prescription for augmentin. Patient symptoms resolved approximately 2 weeks after onset. Patient was concomitantly injected with juvéderm ultra plus¿ xc and there is no noted complaint against this injection.